Manufacturer narrative:
Patient information: patient's weight was unknown at the initial reporting. The patient weight is added in this report. Surgical intervention due to inoperable ipg added. Product return date added.

Event description:
Additional information received as identified. It was reported that ipg was damaged during unrelated previous surgery. Patient underwent surgical intervention on (B)(6) 2017 wherein the scs ipg was replaced.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6). The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's scs ipg was unable to communicate with the external devices after an unrelated surgery. Troubleshooting was attempted but did not provide resolution and ipg was inoperable.